Manufacturer narrative:
No product was returned. The investigation could not determine the root cause of the reported infection. No evidence was found that would suggest product error was a contributing factor. The need for corrective action was not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Surgical procedure performed due to infection. The poly insert was exchanged.